Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer unable to opened properly. The field service engineer (fse) replaced the drawer slides with the latest part number. All relevant tests passed in the hardware test application, and the customer was able to access the storage space without any issues. The system functioned as intended after the field service engineer resolved the issue.